Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in (B)(6). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient was non-compliant and did not wear a mask. On the day of onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was unknown. Initially, dianeal therapies were reported to be ongoing, but on an unknown date during the hospitalization, dianeal therapy was discontinued due to the peritonitis event and the peritoneal dialysis catheter was removed. On an unknown date, the patient started hemodialysis therapy. After an unknown amount of days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.